Manufacturer narrative:
The electrodes were returned for evaluation; the customer's report was duplicated during and attributed to a disconnected self test wire on the electrode pad. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. The electrode pads were scrapped at zoll. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device displayed a "check pads", and an unspecified "pacer fault" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.